Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device was broken after taking it out of the box. The device was broken when they opened the package just before they wanted to use it for a surgery. The nurse of the or just put it back in the package and sent to the pharmacy. The product was not used in the patient. The product was not re-sterilized before use.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one visiport trocar. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the device noted that the stopcock was disengaged from the cannula and there was evidence of an incomplete weld. The condition of the device precluded functional testing. The root cause was an assembly error during ultrasonic welding of the stopcock and cannula body. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.